Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reload, stapler 30 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint of "tip is flimsy and bends when installing". For clarification, the stapler 30 reload was broken at the proximal end. There was no material to be noted that appeared to be missing. The reload has not been fired at all. Failure analysis determined that the root cause is attributed to the user. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) identified that a component of the reload stapler experienced a break, and while the break did not result in fragments falling into the patient, it was determined that this reported failure mode presents a potential hazard for fragments falling that could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the reload, stapler 30 tip was flimsy and bent when installing. The procedure was completed robotically with no patient injury reported. Follow-up was attempted to request additional information related to the event. However, no further details have been received as of the date of this report.